Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water invasion inside the lens, air leakage from a broken cable, watertightness failure of the main body, deformation of the main body, and a loose cable. There was no patient involvement.